Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia (vt) ablation. It was indicated that the physician has reprogrammed this crt-d. This crt-d remains in service. No additional adverse patient effects were reported. Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegations against the device was confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia (vt) ablation. It was indicated that the physician has reprogrammed this crt-d. This crt-d remains in service. No additional adverse patient effects were reported.